Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was able to squeeze the handle, but the device got stuck and stopped moving during firing.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the instrument displayed no abnormalities. The loading unit was received fully applied. The knife blade was disengaged with no damage. The cartridge cover was disengaged and missing from the cartridge. A test loading unit was loaded into the returned instrument for functional testing. The instrument and test single use loading unit (sulu) were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this condition may occur if an excessive force is applied to the cartridge. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.